Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon radiopaque marker band was allegedly dislodged and located at the center of the balloon. There was no reported retraction difficulty through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size was printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 4cm balloon. The balloon appeared to have been previously inflated. The marker bands were visible underneath the balloon fibers. The distal marker band was located near the center of the balloon, indicating that one or both of the marker bands were not in the correct location. No other anomalies were observed. X-ray: the balloon was examined via x-ray imaging prior to functional testing. The images attached shows both marker bands present on the catheter. Functional/performance evaluation: the balloon was cut using a razor in order to visualize the marker bands. The proximal marker band was located (B)(4) from the distal tip and the distal marker band was located (B)(4) from the distal tip. The distance between the marker bands was measured to be (B)(4), indicating that one or both of the marker bands were not in the incorrect location. The marker bands were examined under microscopic magnification and both marker bands were observed to be slightly flattened, indicating that the marker bands may have been subjected to excessive force. The impressions of both dislocated marker bands were located on the polyimide and glue residue was present at both impressions. This indicates that the marker bands were glued to the polyimide before they dislodged. The distance between the marker band impressions was measured to be (B)(4) which is within the acceptable range. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for both marker bands dislodging from their original locations. Both marker bands were flattened in appearance, indicating that excessive force may have contributed to the marker bands dislodging from their original locations. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the dislodgement of the distal marker band. The event is likely not manufacturing related as a 100% verification for the marker band placement is performed and catheters are subjected to a sample inspection. Labeling review: the current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4).